Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter, product ID fg15150-0615-1s (lot: 232916804);  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent (ped2) distal tip failed to open. The patient was undergoing stent-assisted coil embolization surgery for treatment of a recurrent, unruptured, amorphous, left internal carotid artery, c6 segment aneurysm with a max diameter of 15 mm and a 8 mm neck diameter. The landing zone arterial diameter was 3.1 mm distally and 4.6 mm proximally. It was noted the patient's vessel tortuosity was moderate. Femoral artery access vessel diameter was 10.1 mm. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as normal. The angiographic result post procedure was reported as significant contrast agent retention. The surgeon performed a unilateral puncture and planned a flow-diverter stent plus coil filling strategy. Phenom 27 and echelon 10 m icrocatheters were advanced in parallel through a 6f navien intracranial support catheter to establish access. The phenom 27 was advanced to the m2 segment, followed by the advancement of the coil microcatheter (echelon 10) to perform coiling. After coiling was co mpleted, the ped2 stent was introduced; the stent was hydrated and advanced to the m1 segment. The surgeon withdrew the stent catheter and prepared to deploy the tip using the straight segment. The tip was not opened after approximately 6 mm was deployed; as the s traight segment was nearly exhausted, the surgeon applied tension and deployed an additional 2 mm. The radiopaque marker at the tip of the stent was positioned at the angulation between the m1 and m2 segments. Overall tension increase/decrease¿still unable to open after multiple attempts. The surgeon continued to increase the tension and deploy approximately 5 mm of the stent in an attempt to facilitate expansion. Subsequently, the stent was partially retracted by about 4 mm and the system was pulled back to the terminal segment of the internal carotid artery for redeployment. After further increasing the tension and deploying the stent by 4 mm, the stent tip still failed to open. The surgeon then attempted to retract it and redeploy it again from the beginning. However, the tip continued to fail to open. After repeated unsuccessful attempts to resolve the issue, the device was withdrawn, and a different stent was used to complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). Additional ancillary devices included 6f 90cm cook long sheath, stryker guidewire, es 3.5-8 coil.